Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During previous interrogation, the programmer may have given an overestimation of battery longevity. Review of the device records show normal battery depletion.